Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported mixing valves "a" and "b" failed the torque test. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
(B)(4). The field service representative (fsr) was at the facility performing notice of field correction (nfc). During the final preventive maintenance (pm) inspection both mix valves failed the torque test. Per fsr suspect due to not using the proper cleaning methods, tank extremely dirty with rust and biofilm. The poor condition of the tank noted by the fsr may have contributed to the issue. Handling of the mix valve in removal from the unit and shipping may have knocked loose some of the debris that contributed to the excessive torque and the inability to duplicate the issue in-house. The manufacturer provides established requirements for sanitization and instructions for correctly maintaining the system. These are clearly outlined in the operators manual and the hx2 temperature management system cleaning guide. Included in the requirements is a daily sanitization procedure with a check of the chlorine levels, weekly cleaning and sanitization and a semiannual descaling procedure. Decontamination is required whenever biofilm is evident in the system (discoloration or cloudiness in the water system) . Customers unit continues to operate without issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.